Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The first blood glucose results were 80 and 47 mg/dl, and the second 46 and 110 mg/dl and the third 35 and 148 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.